Manufacturer narrative:
(B)(4). Date sent: 8/21/2017.

Event description:
It was reported that during a gastrectomy procedure, the fourth firing with a green reload cartridge, the device was fired but not all staples deployed. The staples were missing from the distal third of one side of the staple line only. All the staples that did deploy did form. There was some oozing from the staple line where the staples were missing. The surgeon oversewed the staple line to control the oozing and reinforce the staple line. The surgeon continued to use the device for subsequent firings without issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # k5dz8u. Device analysis: the analysis results found that the trt75 reload was received with no apparent damage and fully fired. No functional test was performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.